Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009 : ucg ¿negative. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine") and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: 4 trailing coils at both sides. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Lot number: 638493 manufacturing date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: new events- irregular bleeding, migraines were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 638493) inserted for female sterilisation. Medical conditions: on (B)(6) 2009 : ucg ¿negative. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: 4 trailing coils at both sides. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.